Event description:
It was reported that insulin and propofol infusion was programmed. The insulin was attached to the IV access and the propofol was attached to the y port of the insulin. The customer stated that the pt's blood sugars continued to rise, despite increasing the insulin drip. The nurse verified that all clamps were open and the pump was set to run. It was observed that the propofol was traveling up the insulin IV line. The customer also stated that "insulin drip stopped immediately, and moved to a different pump at the same rate with no change in set up and this time the insulin infused correctly."

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Sigma's complaint eval was unable to obtain add'l info and the reported infusion set up is unclear.